Manufacturer narrative:
H6: investigation findings - 4253 - blockage identified. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation, as no images were submitted for review. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported light headedness could not be conclusively determined through this evaluation. The submitted controller event log files captured transient low flow alarms between 02nov2023 - 06nov2023 and more persistent low flow hazard alarms on 14nov2023. The controller periodic log files also captured a gradual decline in flow between 08nov2023 and 14nov2023. No other notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient ultimately expired due to multisystem organ failure on 09dec2023 as reported under MFR #: 2916596-2024-00503. The pump has not been returned for evaluation at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low flow and/or bleeding. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were sent for review following continuous low flows with low pulsatility index (pi) on 13nov2023. Log file analysis confirmed persistent low flow hazard alarms. As the alarms were causing the patient and care team fatigue, low flow software was added to the patient's system controllers. There were no changes to the patient's condition, pump parameters, or anticoagulation status that may have contributed to the event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms with position changes while an inpatient. The patient complained of lightheadedness. Computed tomography angiography concluded that there was possible hypoattenuation of the outflow graft. A review of the log file revealed low flow events through the log file history. There were no other unusual events recorded in the log file event history. A rapid response was called on 13nov2023 for persistent flows of 2.4 liters per minute. Low flow alarms became consistent by 14nov2023. It was reported that an outflow graft obstruction was confirmed and was likely to be a clot. The patient was being worked up for transplant.